Event description:
Philips received a complaint by the customer on the v60 indicating that the cart had a broken caster that needed to be replaced on the u stand. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) provided the part number for the u stand to the customer but informed the customer that the caster for the u stand was no longer available. The rse advised the customer to call parts to see if the base assembly(w/ casters) was still available-if not, a new style cart would need to be ordered and retrofit. The investigation is ongoing. The remote service engineer (rse) provided the customer with the part number for the u stand but advised that the caster for the u stand was no longer available. The rse advised the customer to call parts to see if the base assembly (w/ casters) was still available--if not, a new style cart would need to be ordered and retrofit. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00344. All information from the original report(s) has been transferred to this report.